Event description:
It was reported to hp that the nursing staff contacted the biomed stating that there was a 3-star asystole alarm. The biomed believes it was validated by the unit personnel, but they claim no one validated it. The patient expired.